Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to pt's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that her blood glucose (bg) was over 300 mg/dl because of her site infection. She said that the site was very big and painful. She went to hosp and was diagnosed with a staph infection. The hosp staff lanced and drained the site, and gave her antibiotics. The customer was admitted to the hosp on (B)(6) 2013 and was discharged (B)(6) 2014.